Event description:
It was reported that the patient¿s device had been removed 10 years ago. The lead had not been removed. The device was removed because the patient had been having problems with the implant not working correctly and needed an MRI. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l34425, implanted: (B)(6) 1995, product type: lead. Product ID: 3888-28, lot# l34425, implanted: (B)(6) 1995, product type: lead. Product ID: 7495-25, lot# serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1995, product type: programmer, patient. (B)(4).